Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date unknown, not provided. Best estimate is between (B)(6) 2020. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). Device evaluation: product testing could not be performed as the product was not returned for evaluation and was discarded by the customer. Therefore, the reported issues could not be verified, and a product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s right eye in a secondary surgical procedure. The lens was implanted on (B)(6) 2020 and two months later, the patient¿s right eye vision was rv0.7 (1.0 x s + 0.50d), visual correction was slightly poor. The patient complained that he had difficulty in his daily life because he felt his vision was blurry in the late afternoon or in the rain when driving. Vitreous opacity with pigments was slightly observed on the rear surface of the iol. Although the color of the macular area was rather poor, it was determined that there was no structural problem with optical coherence tomography (oct). Consultation was made with another clinic¿s doctor and it was determined that the eye does not correspond to a multifocal lens. Therefore, the implanted lens was replaced with a different johnson & johnson lens model on (B)(6) 2020. On day five postoperative examination, the refraction was +1.25d, cylinder -0.5d, and far visual acuity with the naked eye was 1.2. The patient¿s uncomfortable feeling during driving in late afternoon has mitigated, but the eyesight of the right eye was still poor compare to the left eye. There was no patient injury reported. The lens was discarded and will not be returned for evaluation. No additional information was provided.